Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and white residual on the air/water channel at insertion tube side was identified. A definitive root cause was not determined, however based on the results of the investigation, the probable cause of the malfunction would likely be the reprocessing not conducted properly due to leakage from biopsy channel and inside the light guide lens (lg-lens). The device evaluation confirmed that leakage occurred from the biopsy channel and inside lg-lens. The event can be detected/prevented by following the instructions for use: instructions for use states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white residue on the air/water channel and the insertion tube side. There were no reports of patient involvement.